Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic reto-sigmoidectomy procedure, the device successfully fired on the first firing, however on the second time the stapler stopped firing halfway and could not continue. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.